Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient will undergo bilateral removal on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 300cc saline implants, catalog # 3501645, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 300cc on (B)(6) 2018. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a rent on the vulcanization dot. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/28/2019, mentor became aware that previously submitted medwatch report numbers 1645337-2018-03345 and 1645337-2018-02811 were duplicated. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Additionally, mentor became aware of updated information relating to the previous reported events. The patient's ethnic/racial background and device implantation date have been updated accordingly. Manufacturer's reference number: (B)(4).